Manufacturer narrative:
Motor error alarmed during basic occlusion testing due to moisture on faulty force sensor system. The pump was unable to test for prime test and occlusion test due to motor error alarm. The motor was tested outside the device and passed. The pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and stained address serial number label. (B)(4).

Event description:
The customer reported via phone call of a delivery anomaly from the insulin pump. The customer's blood glucose reading was 206 mg/dl. The customer stated that insulin is squirting out during the manual prime process. The customer stated that insulin continues to drip after letting go of the act button during the prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised that the top of the reservoir and tubing connector must be dry before connecting. The customer was advised to revert to a backup plan per health care provider's instructions.